Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol composix mesh e/x (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol composix e/x on (B)(6) 2016, ventrio st on (B)(6) 2018 and ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against composix e/x and ventrio st. It is alleged that the patient underwent surgery for the partial removal of composix e/x on or about (B)(6) 2018 and also the patient underwent surgery for further partial removal of composix e/x on or about (B)(6) 2019. It is also alleged that the patient underwent surgeries for the entire removal of composix e/x and ventrio st on or about (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.